Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately four years, eight months after the implant of this transcatheter aortic bioprosthetic valve (tav), the patient was hospitalized due to unspecified aortic insufficiency. Two days later, computed tomography (CT) imaging was obtained to determine viable treatment options. Upon subject matter expert review of the CT images, the leaflets appeared thickened with thrombus/pannus formation and the tav frame ranged 3.6¿4.3mm deep to the native annulus. No treatment or intervention was performed. No other patient complications were reported as a result of this event.